Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause:the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber during the latter portion of the procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. In looking at the file for this collection, about 70 minutes into the collection the lrs chamber became full of white cells and they began escaping. Trima was just about to the trigger point for the flag to be thrown to verify wbc content due to contamination detected when the 2nd scheduled purge occurred. Given that the donor appears to have overwhelmed the lrs chamber on this collection after the first scheduled purge, it was suggested counting this donor¿s next few donations to see if this is a donor-specific phenomenon. There was nothing else noted during the collection that could be responsible for the contamination and no alerts or other conditions. The device performed as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.